Event description:
A letter was received by our customer service from mr. (B) (6) on 08/25/09 stating that his daughter had used the thermotex heating pad once and got burns on her back. He was afraid that the burns may develope into more serious problems and wanted to return the unit for a refund. Mr. (B) (6) was contacted on 8/27/09 in order to obtain more info. He provided contact info for his daughter. (B) (6) was finally contacted on 08/31/09, she indicated that the event took place sometime in (B) (6) and that she had taken pain medication that made her drowsy prior to using the pad. She fell asleep on the pad for an unsure amount of time, she said maybe 45 minutes. When she awoke, she felt a burning sensation . (B) (6) has had ongoing injury problems with her back for years. While visiting her back dr, she showed him the affected area on her back. He indicated that she may have had a 2nd burn, gave her some cream and advised she not use the pad when sleepy. As of the date of this report (B) (6) burns have healed nicely and she has no further complaints of problems. Sending a pre-paid label to obtain pad back from customer for eval.